Event description:
Routine right shoulder MRI. On the last sequence, the pt states their arm felt tingly. A red mark was noticed measuring 10 cm on right forearm. Physician was notified and cold compress applied. Redness, swelling, went down. Pt was released. Suspected rf burn due to pt's arm touching the bore of the magnet.